Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via email, the insulin pump alarmed button error after the device fell on the street. Customer's blood glucose was 114 mg/dl. The screen and buttons are scratched. Customer was advised the device need to be replaced and customer agreed to return it for further analysis.

Manufacturer narrative:
No button error alarm was noted. However, the up arrow button was unresponsive due to moisture damage on the keypad trace. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and cracked reservoir tube.